Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented via remote transmission, post paced t wave oversensing was noted on the implantable cardioverter-defibrillator on stored electrogram (egms). Programming changes were discussed. There were no patient consequences.

Manufacturer narrative:
Correction: previously reported g4 should have been sep 4, 2020 rather than sep 10, 2020.

Event description:
New information received notes that episodes of non-sustained right ventricular over-sensing caused by post paced t wave over-sensing persistent. Programming interventions were made. The patient was asymptomatic.